Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 100mm x 135cm ranger drug coated balloon was selected for treatment in the superficial femoral artery. Patient anatomy conditions revealed moderate tortuosity, 100% stenosis and severe calcification. During the procedure, the balloon was inflated once to 6 atmospheres (atms) for 20 seconds. During this inflation a pinhole rupture was observed on the balloon and the contrast agent had leaked form the tip of the device. The ruptured balloon was completely removed without any problems. The procedure was completed with another of the same device. There were no patient complications reported.